Event description:
A cartridge change error was reported for the pump, and it malfunctioned shortly after the alert. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support was contacted to replace the pump, but they were unable to continue support due to the malfunction.